Event description:
A field service engineer (fse) was present for an seeg case. The surgeon drilled the hole for the first electrode without issues, but noticed that the screw driver and bolt were catching on something inside of the rosa 2.45 adaptor. A 2nd screw driver did the same thing. Surgeon requested to switch to a pmt drill guide that did not exhibit this issue. The fse will collect the adaptor for investigation once a replacement has arrived for the customer. After first incision, no delay to case, no effect to patient.

Manufacturer narrative:
Product was returned at manufacturing site on 09-nov-2020. Device will be analyzed as part of an on-going CAPA about drill adaptors failures. Therefore, the root cause of this event remains unknown. Corrected data: - b4 date of this report. - d10 device availability. - g4 date received by manufacturer. - h2 if follow-up, what type . - h10 additional narratives/data.

Event description:
A field service engineer (fse) was present for an seeg case at (B)(6). The surgeon drilled the hole for the first electrode without issues, but noticed that the screw driver and bolt were catching on something inside of the rosa 2.45 adaptor. A 2nd screw driver did the same thing. Surgeon requested to switch to a pmt drill guide that did not exhibit this issue. The fse will collect the adaptor for investigation once a replacement has arrived for the customer. After first incision, no delay to case, no effect to patient.

Manufacturer narrative:
It was reported that the surgeon drilled the hole for the first electrode without issues, but noticed that the screw driver and bolt were catching on something inside of the rosa 2.45 adaptor. A 2nd screw driver did the same thing. Surgeon requested to switch to a pmt drill guide that did not exhibit this issue. The drill adaptor was never returned to manufacturing site for analysis purposes. Therefore the root cause cannot be determined. However, the most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, some metal debris were created and prevented the screw driver and the bolt from moving freely inside the adaptor. However, this cannot be confirmed.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) was present for an seeg case at (B)(6). The surgeon drilled the hole for the first electrode without issues, but noticed that the screw driver and bolt were catching on something inside of the rosa 2.45 adaptor. A 2nd screw driver did the same thing. Surgeon requested to switch to a pmt drill guide that did not exhibit this issue. The fse will collect the adaptor for investigation once a replacement has arrived for the customer. After first incision, no delay to case, no effect to patient.